Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three weeks post implant, the patient experienced an infection, blood cultures were positive. The implantable pulse generator (ipg) system was removed and will be replaced in the future. No further patient complications have been reported as a result of this event.